Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus/expulsion of essure device") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included morbid obesity, hypothyroidism, ovarian cyst, cough, congestion nasal, sore throat, pharyngitis, condyloma acuminatum, hypothyroidism, acid reflux (oesophageal) and paratubal cyst. Concomitant products included since (B)(6), levothyroxine, medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6)2007, the patient had essure (ess205) inserted. In (B)(6)2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2007, the patient was found to have weight increased ("weight gain") and experienced abdominal pain lower ("lower abdominal pain") and micturition urgency ("bladder or urinary problems or changes increased urgency"). In (B)(6)2007, the patient experienced irritable bowel syndrome ("ibs"), abdominal distension ("gas bloating") and fructose intolerance ("allergic or hypersensitivity reaction type: fructose"). In (B)(6)2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia),excessive bleeding"). In (B)(6) 2012, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), urinary tract infection ("infection : uti"), abdominal pain ("abdominal pain") and complication of device insertion ("complications occurred at the time of essure placement procedure"). The patient was treated with surgery (ablation, salpingectomy (bilateral removal of fallopian tubes) and surgery to remove the implant/ hysterectomy (partial),salpingectomy (bilateral removal of fallopian)). Essure (ess205) was removed on (B)(6)2012. At the time of the report, the pelvic pain, device expulsion, urinary tract infection, weight increased, irritable bowel syndrome, abdominal distension, complication of device insertion, ovarian cyst, fructose intolerance, abdominal pain lower and micturition urgency outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, complication of device insertion, device expulsion, fructose intolerance, genital haemorrhage, irritable bowel syndrome, menorrhagia, micturition urgency, ovarian cyst, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy in date(s) of insertion: (B)(6)2007, (B)(6)2007 and date(s) of removal: (B)(6)2013, (B)(6). As per pfs, patient was advised of any complications or problems that occurred at the time of essure placement procedure (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Ultrasound scan vagina - on (B)(6)2011: total bilateral occlusion. On an unspecified date , essure confirmation test(s) conducted- result; total bilateral occlusion. Current weight 280 lbs. On an unspecified date, fructose test done, report not provided. (B)(6)2007, finding: the perianal peritoneal body codyloma were again evident, also noted was several on the cervix and the vagina and vulvar areas also. (B)(6)2012, preoperative diagnosis: abnormal uterine bleedings, ovarian cyst. Spejcimen(s): uterus, bilateral tubes: gross description: the portions of fallopian tube measure 6 and 5. 5 cm in length with average diameter 0. 6 cm. The shorter tube bears paratubal tube measuring 1 x 0. 9 cm. The ectocervical measures 2. 5 x 2 .5 cm. Sectioning reveals grossly unremarkable endocervical mucosa. The endometrium ·is smooth and averages 0.1 cm in thickness with the corre3ponding myometrium averaging 1.5 cm in thickness a metallic spring it identified within the fundus. (B)(6)2012, finding: at laparoscopy, there was a peritubular cyst on left, a smaller cyst in the right ovary that appeared to be functional. No other anomalies could be identified in the pelvis or abdomen. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received. Lad data added. Events reproductive system disorder or condition type of disorder or condition: ovarian cyst, allergic or hypersensitivity reaction type: fructose, lower abdominal pain, bladder or urinary problems or changes increased urgency were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus/expulsion of essure device") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and hypothyroidism. Concomitant products included since 2008, levothyroxine, medroxyprogesterone (depo provera) and omeprazole. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection : uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), abdominal pain ("abdominal pain") and abdominal distension ("gas bloating"). The patient was treated with surgery (surgery to remove the implant/ hysterectomy (partial),salpingectomy (bilateral removal of fallopian)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, device expulsion, urinary tract infection, bladder disorder, urinary tract disorder, weight increased, irritable bowel syndrome and abdominal distension outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, device expulsion, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: need for additional surgery discrepancy in date(s) of insertion: (B)(6) 2007 and date(s) of removal: (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Reporter information, patient details, other relevant history, product information added. Abnormal bleeding (vaginal, menorrhagia), uti, bladder problems or changes, urinary problems or changes, migration of essure device location of device: uterus/ expulsion of essure device, pain, weight gain, ibs, gas bloating were added. Lab data added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("migration of essure device location of device: uterus/expulsion of essure device") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included morbid obesity, hypothyroidism, ovarian cyst, cough, congestion nasal, sore throat, pharyngitis, condyloma acuminatum, hypothyroidism, acid reflux (oesophageal) and paratubal cyst. Concomitant products included since 2008, levothyroxine, medroxyprogesterone (depo provera) and omeprazole. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection : uti"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), abdominal pain ("abdominal pain"), abdominal distension ("gas bloating") and complication of device insertion ("complications occurred at the time of essure placement procedure"). The patient was treated with surgery (surgery to remove the implant/ hysterectomy (partial),salpingectomy (bilateral removal of fallopian)) and surgery (ablation). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain, device expulsion, urinary tract infection, bladder disorder, urinary tract disorder, weight increased, irritable bowel syndrome, abdominal distension and complication of device insertion outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, bladder disorder, complication of device insertion, device expulsion, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy in date(s) of insertion: (B)(6) 2007, (B)(6) 2007 and date(s) of removal: (B)(6) 2013, 2015. As per pfs, patient was advised of any complications or problems that occurred at the time of essure placement procedure (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 45.2 kg/sqm. On an unspecified date , essure confirmation test(s) conducted- result; total bilateral occlusion. Current weight 280 lbs. On an unspecified date, fructose test done, report not provided. (B)(6) 2007, finding: the perianal peritoneal body codyloma were again evident, also noted was several on the cervix and the vagina and vulvar areas also. (B)(6) 2012, preoperative diagnosis: abnormal uterine bleedings, ovarian cyst. Spejcimen(s): uterus, bilateral tubes: gross description: the portions of fallopian tube measure 6 and 5. 5 cm in length with average diameter 0. 6 cm. The shorter tube bears paratubal tube measuring 1 x 0. 9 cm. The ectocervical measures 2. 5 x 2 .5 cm. Sectioning reveals grossly unremarkable endocervical mucosa. The endometrium ·is smooth and averages 0.1 cm in thickness with the corre3ponding myometrium averaging 1.5 cm in thickness a metallic spring it identified within the fundus. (B)(6) 2012, finding: at laparoscopy, there was a peritubular cyst on left, a smaller cyst in the right ovary that appeared to be functional. No other anomalies could be identified in the pelvis or abdomen. Most recent follow-up information incorporated above includes: on 2-oct-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s relevant history and lab data updated. Event complication of device insertion was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the implant). Essure (ess205) was removed in 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.